Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level; cause was not known. A bg value was not provided. No additional information regarding this event was available. The customer continued to use the pump for insulin therapy. Date of event is approximate.